Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe battery packs were evaluated and replaced. The ps1 5 vdc power supply connectors were removed and reseated during the service call. The system was tested and found to be working as intended and put back into service.